Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, patient's right atrial(ra) lead exhibited noise and automatic mode switch. The physician decided not to replace the lead during an unrelated procedure for an elective replacement interval(eri). The patient was stable.